Event description:
Subject underwent endovascular repair of aaa using the ovation abdominal stent graft system on (B)(6) 2012. A potential type ia endoleak leak was noted upon discharge of the patient on (B)(6) 2012, however, both the 1 month and 6 month routine follow-up visits were uneventful with no evidence of a type ia endoleak. Trivascular became aware of a potential type ia endoleak on (B)(6) 2013, during a review of imaging from the 1 year routine follow-up ((B)(6) 2013). It could not be concluded from the 1 year follow-up imaging whether the endoleak was a type ia or a type ii originating from lumbar vessels. Due to the possibility of type ia endoleak, a vigilance report is being filed.